Event description:
It was reported that the ilet bionic pancreas displayed a ¿dosing stops soon, connect cgm¿ alert while being used with a dexcom g7 continuous glucose monitor (cgm) and was not showing glucose readings, with a sensor reconnecting alert noted in the alarms history; the agent guided the user to toggle sensor settings and re-enter the pairing code, after which pairing completed. Symptoms included absence of displayed glucose data with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing with no health impact. User support included review of alarm history and device setting verification with successful re-pairing. Investigation of this case revealed a cgm communication disruption that resolved with re-pairing, consistent with signal loss between the cgm and responsible device. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss requiring user re-pairing and standard warmup.